Event description:
During troubleshooting of a low drain volume alarm, the home patient (hp) stated they had to go to the hospital to have their transfer set re-attached to the exit site. Some fluid was drained from peritoneum. The hp is empty and wants to bypass to fill 1. The hp had been on I-drain for over 2 hours with a drain volume of 1636ml. The technical service representative (tsr) explained will get lost dwell. There was patient involvement however there was no patient injury, associated with this event.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time. The sample availability is unknown at this time. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the root cause could not be determined.